Manufacturer narrative:
Additional information received indicated that a cartridge change error occurred. Correction: device code 1503 removed and 1384 added.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined cartridge alarm occurred. Reportedly, customer reverted to an alternate form of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.